Event description:
The surgeon was using the microline laparoscopic fenestrated grasper tip to retract the gallbladder. The grasper broke in half causing a piece of metal to become loose in the pts abdomen. The surgical team retrieved the broken fragment and c-arm was used to visualize abdomen for any other metal fragments. The c-arm and chest x-ray post op were both clear. The family was notified by the surgeon.